Event description:
Customer reports that the device read 900mg/dl and 1mg/dl at different times. Neither result was found in the device memory. No injuries reported and no action taken based on these results. Requested return of suspect device and replacement was sent.